Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer had another pair of tandem charging supplies that resolved the issue, pump began charging.